Manufacturer narrative:
The investigation has been started. Results will be provided within the follow-up report.

Event description:
It was reported by the customer that the device stopped ventilating during use and was necessary to switch to manual mode until to change the equipment. There was no patient injury reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported by the customer that the device stopped ventilating during use and was necessary to switch to manual mode until to change the equipment. There was no patient injury reported.

Event description:
It was reported by the customer that the device stopped ventilating during use and was necessary to switch to manual mode until to change the equipment. There was no patient injury reported.

Manufacturer narrative:
The logfile was available for investigation but the time stamps lost its reference to the real time inside the log file and prior log file entries were deleted. Therefore, the reported ventilator failure could not be reproduced or confirmed. It could only be stated, that the calibration data were lost. In case the calibration data are lost, it is not possible to start automatic ventilation which will be alarmed visual and acoustical with ¿ventilator fail¿. Loss of calibration data is only possible when the fabius device is switched off. This means a vent fail caused by loss of calibration data would be obvious prior to use when automatic ventilation cannot be started as expected. However, it was reported that the device stopped ventilation during use. Therefore, there was no causal connection between the lost calibration data and reported stop during use. It was also reported that the motor has been replaced in 2020 so a faulty ventilator motor as potential root cause was assessed as very unlikely as well. Finally, the root cause of the described symptom could not be reproduced or determined. The device was tested on-site in follow-up to the event and no indications for a device malfunction were found. The device was returned to use and no further issues were reported.